Event description:
Customer reported heparin infusion found empty. Noted wrong concentration programmed resulting in over infusion of heparin during a 2 hour period. The 25,000units/500ml heparin infusion was programmed as 2500units/500ml. The reported over infusion of heparin was confirmed through data residing in the event history log. Data from the log found that the device was initially programmed to run at rate 20 ml/hr as intended; (dose of 100 units/hr), however, several seconds after the infusion was started the channel was accessed and the dose was increased to 1000 units/hr which caused the rate to recalculate to 200 ml/hr. The infusion then ran for approx 2 1/2 hours delivering about 500mls. Testing of device found channel b to be delivering fluid with specs. Heparin was held 2 hours then resumed. Pt returned to baseline and was discharged home three days after event.

Manufacturer narrative:
Manufacturer's report date: 04/03/2008. This report was filed by the manufacturer.